Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the right atrial (ra) lead was noted on stored electrograms (egm). Atrial events are falling into the absolute blanking period. The lead remains in use. No patient complications have been reported as a result of this event.